Event description:
The account alleges that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a guidewire the patient experienced an effusion at the cavo-tricuspid isthmus [cti] location, before performing the transeptal access puncture. The procedure continued on as the patient's vitals looked fine. At the end of the procedure, the effusion appeared larger when final intra-cardiac echocardiography (ice) imaging was completed. A pericardiocentesis procedure had then been completed for this patient. A perforation at the cti line was also observed via ice imaging. It was noted that the left atrial appendage may have been accidentally accessed [wired] after the transseptal access, as it was thought to be the left superior pulmonary vein (lspv) at the time. This may have worsened the perforation and procedural outcome for this patient. The pericardiocentesis was completed and the patient was hospitalized post-procedure. The patient was in stable condition after transfer to recovery.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.